Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server was not responding and patient was showing in wrong location. A technical support specialist (tss) reviewed the provided examples and determined that the server had experienced issues for a period of time, which were no longer present at the time of review. The tss explained that the message timing details indicated the interface services had been delayed and later processed successfully after being restarted. The tss advised that the typical resolution involved the hospital information technology team or the admissions department resending the admission messages. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server was not responding, and patients were showing in incorrect locations; user could log in to the es server but it remained stuck on a ¿loading¿ screen, with one patient duplicated across two areas, possible hl7 message processing issues, and it investigation in progress, noting similar issues occurred previously. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.